Event description:
I have an essure device implant on (B)(6) 2014. Conformation test on (B)(6) 2014. Since I have had the essure device implant, I have horrible pain where the implant is supposed to be. I feel like my insides are ripping apart and my lower back hurts all the time, heavy bleeding, gain (B)(6) in less than 2 years. I need to take pain killers all the time. Some days I need to stay in bed because the pain is too much. This past 2 years my life was a living "profanity". My doctor scheduled surgery for a hysterectomy on (B)(6) 2016. I really hope to be myself again after surgery.